Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia / pvc (premature ventricular contraction) ablation and the patient experienced left coronary artery occlusion / ventricular fibrillation that required defibrillation, CPR (cardiopulmonary resuscitation), impella placement and revascularization of coronary artery. The patient died. During the case a left coronary artery occlusion was noticed as the patient went into ventricular fibrillation (v-fib). The patient was shocked multiple times to restore a rhythm, and the certified registered nurse anesthetist (crna) was looking into one of the patient oxygenation wave forms and noted poor oxygenation levels. The interventional cardiologist on call was called and they imaged the coronary arteries and found the left main was occluded. Defibrillation and CPR were performed to the patient during this time. They were able to open and restore the coronary artery and regain blood flow. The caller noted that another physician came in and placed an impella heart pump for ventricular assistance. The patient is in stable condition and was transferred to ccu (cardiac care unit) for observation. The patient died. Patient's relevant history / pre-existing condition includes: unifocal pvc resulting in vf (ventricular fibrillation) and subsequent shock from ICD (implantable cardioverter defibrillator). The details about the death include: access was obtained using ultrasound guidance. We used ice (intracardiac echocardiography) to take contours of the lv (left ventricle), papillary muscles, aorta, and all coronary cusps (including the left main). He positioned his catheter in the left coronary cusp, beside the left main and proceeded to come on ablation. We burned for 9 mins and 12 seconds. The force was in within normal parameters. During the last ablation, the patient went into v-fib. Life saving measures were performed including CPR (cardiopulmonary resuscitation), impella placement, and pci (percutaneous coronary intervention) of the lad (left anterior descending artery). The patient was transported to ccu, he coded several more times before the family changed his status to dnr (do not resuscitate). Sadly, he passed a few minutes later.

Manufacturer narrative:
On 19-jun-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an idiopathic ventricular tachycardia / pvc (premature ventricular contraction) ablation and the patient experienced left coronary artery occlusion / ventricular fibrillation that required defibrillation, CPR (cardiopulmonary resuscitation), impella placement and revascularization of coronary artery. The patient died. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number 31543001l, and no internal actions related to the reported complaint were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Additionally, the lot number became available due to the device's return. As a result, the d4 primary UDI number was updated to (B)(4). As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).